Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, during a transcatheter tavr procedure with a sapien 3 ultra resilia valve, the commander delivery system balloon burst during the deployment phase. The rupture was attributed to heavy calcification in the sinotubular junction (stj). This rupture led to only partial deployment of the valve. The valve was about 85% deployed. Imaging revealed a pressure drop during inflation, and blood was observed in the syringe. The inflation/deflation time was approximately 10 seconds. No asymmetrical inflation was observed during the procedure. Despite the balloon rupture, the commander delivery system was removed without complications. Upon removal of the devices, the balloon exhibited a longitudinal tear, but there was no damage to other components of the delivery system or sheath, and no leakage was noted. A new commander delivery system was prepared and the valve was successfully implanted. The patient was in stable condition following the event and no patient injury or complications were reported. The root cause of the event was determined to be the calcification in the stj.

Manufacturer narrative:
A supplemental MDR is being submitted for engineering evaluation findings. Sections g6, h2, and conclusions in this section have been updated. H6 code was added to type of investigation. H6 codes were corrected: investigation findings, investigation conclusions. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for the balloon burst was confirmed based on the available information. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. Available information suggests calcification likely contributed to the event as the imagery of patient anatomy shows calcification was present in the landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.